Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t13665rn. Retains of the complaint lot performed properly when testing with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13665rn were reviewed and found that the lot met final release specifications; however, the lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel.

Event description:
Event occurred in the united states of america. Customer reported that triage cardiac tni was yielding low on 3 patients vs siemens exl. Patient 3: patient symptoms: sob, glucose low, chest pain patient diagnosis: acute diastolic (congestive heart failure)hx chf, copd, dm radiology: sinus tachycardia with irregular rate. Left bundle branch block. Customer stated that the triage meter results are not being released to the doctors. Physicians only receive exl values.